Event description:
It was reported that the patient experienced intolerable discomfort from intermittent diaphragmatic stimulation due to the left ventricular (lv) lead. Reprogramming was not able to alleviate the discomfort. Therefore, the lv lead was capped and replaced. The patient is a participant in the product surveillance registry (psr) clinical study. No further patient complications have been reported as a result of this event.